Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported events could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, cardiac arrhythmia, and death as potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient had a fall and hit their head and became unresponsive. The patient was intubated on the scene and sent to the emergency room (ER). Computed tomography (CT) of the head was performed. The patient had developed multiple hematomas, a fracture, and a subarachnoid hemorrhage. No acute intervention was performed, and the patient was to be transferred. The patient was in flight and their end tidal carbon dioxide monitoring decreased. The patient had low flows and then went into ventricular fibrillation. The patient was given advanced cardiac life support without cardiopulmonary resuscitation and ultimately passed away after failed resuscitation efforts. It was reported that the patient had a history of ventricular tachycardia (vt) and vf, with an implantable cardioverter-defibrillator (aicd) placed in 2010. The device operated as expected at the time of death.